Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the customer did not accept. Therefore, a philips service engineer was not able e to evaluate or repair the device. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the service personnel indicating that while servicing the v60 device, the power cord exceeded the permissible limits when performing the electrical safety test so the power cord needed to be replaced. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
E1- reporting information: (B)(6).